Event description:
It was reported that the user facility experienced a condition where the timer master (one cic) on the unity network broadcasts time changes, and the other networked cics reflect these changes, resulting in multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical patient event. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.